Manufacturer narrative:
The product was returned for analysis. The reported complaint could not be confirmed. The device was returned loose in the carton, the iol was returned outside of the device. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is fully advanced. The iol optic is cut in two and also has a piece missing. Viscoelastic is observed on both sides of the haptics and optic. The haptics are intact. The root cause for the reported complaint could not be determined. The lens was returned cut in two, which is consistent with lens having been explanted. Haptic may become stuck to the optic: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. If there is excessive delay between the lens position at the pause location and the delivery. The lens may become more adherent when left in a folded position for long. Any of the above factors listed causes alone, or in combination, may lead to an event such as reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the leading haptic stuck to the back of the optic and could not be released and posterior capsule rupture occurred when trying to release by hook operation. The iol was removed after being cut in two during initial procedure. The incision size was not expanded even when it was removed, and 2.4 mm was maintained. The surgery was completed with another lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).